Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported receiving an ¿unable to proceed¿ message during a supply change. The agent reviewed notifications and confirmed only an ¿insulin expired¿ alert. The patient performed a dry run successfully but, due to limited supplies while traveling, attempted to reuse the same cartridge. The user was unable to observe insulin drops after reaching 75 units during fill tubing. The agent advised the patient to perform a complete supply change using new supplies. After replacing the cartridge, connector, and infusion set, the ilet resumed normal operation. No blood glucose impact or injury was reported.